Manufacturer narrative:
(B)(4). Gtin is unavailable as the product was made prior to compliance date; (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during post-surgery, it was observed that gears on the attachment were stripped. During service and evaluation, it was determined that the device came apart and the drive shaft was bent. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. It ws not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.